Event description:
Following balloon pre-dilatation, stenting of the proximal rca was attempted via a radial approach, but the lesion could not be crossed due to the high level of tortuosity. The physician moved the sds back and fourth in an attempt to cross the lesion, but was unsuccessful. The physician then pulled the sds back into the guiding catheter, but the stent became stuck at the tip of the guide. The physician then removed the sds and guiding catheter as a single unit. However, the physician found the stent to be dislodged between the shoulder and the elbow of the patient at the brachial artery under angio. As the stent remained on the guidewire, a snare was inserted and the stent was safely retrieved. To complete the procedure, a competitor's stent was implanted. The procedure was safely finished with no reported patient injury. The physician commented that he moved the sds back and forth to cross the lesion, but it was in normal way and he did not apply excessive force. The reason that the stent became stuck at the tip of the gc might have been due to the fact that proximal edge of the stent became flared during the delivery, but this was never confirmed on angio.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. This product is distributed outside the united states, but is similar to us distributed stent delivery systems.